Manufacturer narrative:
The surgeon requested an autopsy be performed for this patient. If the results of the autopsy are received, a supplemental MDR will be submitted. Review of the system logs found no errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. The following concomitant products were used during this procedure: 30 degree endoscope plus, synchroseal, tip-up fenestrated grasper, force bipolar, sureform 60, monopolar curved scissors, cadiere forceps, mega suturecut needle driver. A site history review shows no complaints have been reported for any of these products. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient died for reasons unknown following a robotic gastric bypass procedure that otherwise seemed to go well. The events that led up to the patient¿s demise and cause of death were not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this patient¿s death.

Event description:
It was reported that after a da vinci-assisted roux-en-y gastric bypass procedure, the patient experienced unspecified complications and expired. An intuitive clinical sales representative (csr) that was present during the procedure stated that it went well and was completed without issues. It was reported that on an unspecified date post-procedure, the patient aspirated and required intubation. Five days post-procedure the surgeon informed the intuitive bariatric sales manager that the patient had expired on an unspecified date, the cause of death was unknown, and the surgeon had requested an autopsy be performed. No additional details were provided. Multiple attempts to obtain additional information from the surgeon have been made; however, no further information was provided.

Manufacturer narrative:
Section b5 additional information: the site risk manager reviewed the medical record for the patient involved in this event and provided the following information: at the time of death, the patient was diagnosed with acute lactic acidosis, acute respiratory failure with hypoxia and hypercapnia, elevated serum creatinine, septic shock, morbid obesity with a bmi of 48. There was no bleeding involved in this event. The patient expired four days post-operation. It is unknown if an autopsy is being performed for this patient. There is no report of a da vinci product causing or contributing to this event.

Event description:
Refer to h10/h11 for follow-up information.